Manufacturer narrative:
The device was not returned for evaluation. (B)(4).

Event description:
Physician mentioned to territory manager today ((B)(6) 2011) that on his (B)(6) performed on monday, (B)(6) 2011 that he experienced a ventricular clot which had to be removed and managed with anti-platelet therapy. Did not report any adverse patient event. Email dated (B)(6) 2011 from territory manager indicates this happened once before on a (B)(6) but did not have a specific date or more details. This complaint is for the second case that happened once before.